Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 498 mg/dl at the time of incident and current blood glucose was 164 mg/dl . Customer treated with manual injection. Troubleshooting was performed for high blood glucose. The product will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific . Deceive passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08820 inches. No under delivery anomalies noted. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.